Event description:
A report was received that the pt was paralyzed after a lead revision surgery. The pt was unable to feel his legs and was admitted to the hospital. The pt is in physical therapy, and is able to get a little bit of feeling. The pt has feeling in his ankles and is able to bend them.